Event description:
It was reported that the customer had an issue where two infusion lines were switched and therefore were running at the incorrect rates. The two infusion lines were a midazolam infusion and a custom infusion contained "d10w" and normal saline. The customer noted in the report where the infusion ID and pc unit serial numbers were different from the original ID and serial number when the infusions were running correctly. The customer also noted that, "I am now thinking the rn reprogrammed each infusion under the wrong infusion." There was known patient sequela necessitating higher level of care.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer had an issue where two infusion lines were switched and therefore were running at the incorrect rates. The two infusion lines were a midazolam infusion and a custom infusion contained "d10w" and normal saline. The customer noted in the report where the infusion ID and pc unit serial numbers were different from the original ID and serial number when the infusions were running correctly. The customer also noted that, "I am now thinking the rn reprogrammed each infusion under the wrong infusion." There was known patient sequela necessitating higher level of care.